Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10832r15, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The serial number of the programmer was unknown and was stolen from the representative.

Event description:
It was reported that a bridge bolus was not performed as the manufacturer's representative did not realize that the concentration of the primary drug had changed until after the pump was updated. Technical services had the manufacturer's representative update the pump to stopped pump to correct the programming. The pump was updated back to the old concentration with no bolus, and then the pump was updated a third time to the correct drug prescription with a bridge bolus. The issue was resolved during the call, and the patient did not experience any therapy issues as the programming had been immediately corrected. The patient's pump was intended to infuse morphine, compounded baclofen, and bupivacaine.